Event description:
When drawing a patient with a 21-gauge butterfly needle, the rubber sheath was not covering the needle back up when changing tubes, causing blood to squirt out. Several issues with the same lot number. Blood squirting out of butterfly needle when changing tubes.